Event description:
The customer reported that prior to use on a pt, while the iabp ws being set up as a standby unit, the iabp shutdown. No pt was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There are no nonconcformances related to the reported event. The service rep replaced power management board and power supply, performed full functional verification - pump check ok. Unit back in service. (B)(4).